Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9 (device available for eval), d10, e3, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, health effect impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. The fse's balloon worked fine with no issues, and it was confirmed that the customer did not attach the extender when attempting to pump on a test balloon. Machine passes functional, calibration, and safety tests. Was returned to service.

Event description:
It was reported that, the customer was performing in house training on the cardiosave intra aortic balloon pump (iabp), and when attempting to pump on a test balloon, they were inducing an autofill alarm because they did not have an extender attached to the balloon. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) balloon is not filling while device was during use. No harm or injury to the patient was reported.